Event description:
It was reported that the patient experienced "lead migration." It was noted that the patient's device was reprogrammed. It was also noted that the patient experienced "pain" at the "lead location."

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient¿s symptoms resolved after reprogramming. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).